Event description:
Ous MDR - after an implantation time of about 1 month, it was reported that the lead was dislodged and the patient had received inappropriate shocks. On (B)(6) we received information that the patient had died. The device is not available to biotronik for analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents, the returned device data of the ICD, and x-ray images. The returned programmer data from (B)(6) 2013 was analyzed. The inspection of the shock table shows that eleven charge processes occurred on (B)(6) 2012 between 7:28 a.m. And 8:27 a.m., which resulted in 6 shock deliveries. The iegms of these episodes show irregular ventricle complexes in the ff channel and atrial fibrillation signals that were partially sensed in the ventricular channel. It was noted via the recorded episodes, the programmed vf criterion is met several times due to the atrial fibrillation sensed in the ventricular channel, which led to a charge process and delivery of a full-energy shock. The following morphology of the sensed ff signal indicates an intermittent fibrillation of the ventricle. The trend measurements and statistics of the last 48 hours before (B)(6) 2013 show, on (B)(6) 2013 at about 11:00 a.m., a significant sudden change of the impedance, the sensing amplitude, the pacing threshold, the mean intrinsic heart rate, and the delivered anti-bradycardic therapy. On (B)(6) 2013, the provided x-ray images showed a lead that was positioned as expected right after the implantation. The tip electrode was positioned in the right ventricle; the screw head of the lead was extended. The shock coils were positioned in the area of the right ventricle (rv shock coil) and the vena cava (vcs shock coil) as expected. The ICD was situated in the implant pocket; the header of the ICD had a medial position. X-ray images showed a clearly dislodged lead on (B)(6) 2013. The tip electrode was retracted to the atrial level, the screw head of the lead was clearly extended. The rv shock coil was located in area of the atrium and the superior vena cava, the vcs shock coil was pulled back deep into the afferent venous system. The ICD was situated in the implant pocket, the header of the ICD in a lateral position, i.e. Turned in comparison to the position right after the implantation. In addition, the partially wrapped up lead could be seen in the implant pocket.